Event description:
It was reported the programmer does not respond adequately to the stylus. The pointer appears far from where the stylus is intended to point. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the stylus pen connection was loose and moves up and down, as a result the main processing unit board was replaced and the hard drive was reimaged. It was also noted that the stylus pen was not tracking with the overlay screen and the stylus pen worked intermittently, as a result the bezel assembly and stylus pen were replaced and calibrated. Also, the programmer had a slow boot up time each time the programmer was powered up, there was a system error and both latch tabs on the power cord bay door were broken. (B)(4).